Event description:
A report was received from france that following a lead revision procedure (B)(6) 2011 due to lead migration the patient's medtronic lead was explanted due to infection at the pocket site. The explant occurred at (B)(6) on (B)(6) 2012. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)